Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.5, 3.5, lab: 2.7, 2.5; date: (B)(6) 2010, inratio: 2.0, lab: 2.1.

Manufacturer narrative:
Investigation pending.